Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's scs ipg had been explanted and replaced due to the battery being depleted. The surgical intervention successfully resolved the issue.